Event description:
Customer reported that they are not getting any insulin and are experiencing high blood glucose readings of 400 mg/dl. Customer stated that the glucometer alarmed however the insulin pump did not. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.